Event description:
It was reported that during the procedure in the left anterior descending artery, a 2.5x12 rx xience v stent delivery system was advanced but could not cross the lesion. The patient was treated satisfactorily with a 2.5 x 28 xience v stent system. Return device inventory revealed that the stent implant was dislodged and was not returned. Additional reported information indicates that the site has no knowledge of the stent dislodgement occurring during the procedure and confirmed that the stent dislodgement did not occur in the anatomy. The site could not confirm that the stent dislodgement occurred due to handling. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned 2.5 x 12 mm xience v stent delivery system (sds) noted the stent implant had dislodged from the balloon and was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.